Manufacturer narrative:
A review of lot c149 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, tubing leak and alarm #1: air detected. An upward trend was detected for alarm #1 and no trend was detected for tubing leak. Alarm #1 was investigated through CAPA (B)(4). This CAPA was closed. There was no CAPA initiated for complaint category, tubing leak. This assessment is based on information available at the time of investigation. No product was returned for investigation; therefore it could not be determined if the product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer reported air detected alarms occurred, with air visible in the collect line, when the treatment had just passed 1000 ml whole blood processed. Customer reported that while checking on the air detected alarms, they noticed about 2ml or less of blood had leaked from one of the tubing connections at the collect pressure dome. Customer aborted the treatment and elected not to return the blood in the kit to the patient. Customer reported the patient is stable. No service order was generated. The customer elected not to return the kit for investigation.